Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered three inappropriate shocks across the separate episodes due to oversensing of low amplitude intrinsic signal. Technical services (ts) recommended that the patient be brought in to clinic for reproducibility testing as well as possible reprogramming of the device. This occurred in the secondary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.